Event description:
It was reported that the interrogation showed high threshold, noise and failure to pace. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for: (B)(4) - the lead was returned in segments, analyzed and the inner insulation had breached metal ion oxidation (mio). It was noted that the distal conductor was stretched, there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation was melted, the inner insulation had cosmetic metal ion oxidation (mio), the outer insulation had cosmetic metal ion oxidation (mio), the outer insulation had cosmetic environmental stress cracking, the outer insulation was torn, the outer insulation had a cosmetic depression and the lead was stretched.